Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the error code e433 could not be duplicated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433 (internal software or hardware error) in the error log. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to faulty footswitch. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.